Manufacturer narrative:
The controller with model 97745nt and serial# (B)(6) was received for product analysis. Analysis found the lcd/case broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient said the controller wouldn't charge to the wall for a few days. The patient said they had taken the battery out a few times but that didn't resolve the issue. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power cord; the patient confirmed that the controller powered on. The patient put the battery back in and confirmed green light was blinking. The patient would monitor and call back if the issue persisted. The troubleshooting steps that were taken on the call resolved the issues. The patient called back in and reported their controller still went completely blank once it was removed from the ac power cord. The patient plugged the controller back in and it powered on. The patient unplugged it and it went blank again. A replacement controller was sent out. No patient symptoms were reported.